Event description:
The customer reported via phone call that he has been trying to receive a replacement pump for a few days and has been having some issues. Customer stated that when he went to bed during the night and the pump was humming. Customer's blood glucose was 180 mg/dl. The pump was not exposed to extreme temperatures or to direct sunlight. Customer stated that the black screen did not disappear. Customer inserted a new battery and the screen turned black. Customer stated that he was receiving motor error messages. Customer stated that his pump has died the last couple of nights while he was sleeping. Customer then wakes up to a blank screen and a constant tone. Customer also had external ram error and unexpected restart alarms in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.